Event description:
It was reported that this dual-chamber pacemaker has only an atrial lead connected, while the ventricular port is appropriately plugged. The health care professional (hcp) noted the electrogram (egm) showed the right ventricular (rv) channel. Technical services (ts) was consulted and upon data review discussed that what the health care professional (hcp) observed on the egm was consistent with the device's auto lead detect feature that was not satisfied at implant. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.